Manufacturer narrative:
Related to operational context- event most likely procedural related, device analysis indicated that balloon material was stressed, most likely due to an over inflation. (B)(4).

Event description:
Evaluation summary : a stopcock and the haemostatic valve were returned with the mo.ma device. The t-safety valve and the syringe were not returned for analysis. Traces of blood and radio opaque solution were detected on the inflation line and on the shaft. An attempt to inflate the balloons was performed using a vaclok 30 ml syringe; however it was unsuccessful as the lumens were occluded by dried radio opaque solution. Needles were connected to the inflation lines using cyanoacrylate adhesive and inflation test was performed. Proximal balloon was inflated at nominal od for 30 minutes without any leakage; however distal balloon could not be inflated due to a burst detected on the surface. It appeared from the shape of the balloon material that it was stressed, probably due to an over inflation. No other abnormalities detected on the device.

Event description:
The physician was attempting to use a mo.ma ultra cerebral protection device. The vessel walls were described as 'smooth' with aci-stenosis of 80%, arch type l. No abnormality noted during preparation and inspection of the mo.ma device prior to use. No difficulty/friction noted when loading the device onto guidewire and no resistance noted between during delivery of the device to lesion. All steps of procedure were controlled angiographically. With the t-safety valve an attempt was made to inflate the distal balloon however inflation was not possible. In a following attempt to inflate the balloon without the t-safety valve, expansion of the balloon was still not possible. The physician changed to a non medtronic distal protection system. No patient complications reported.

Manufacturer narrative:
Evaluation results: root cause is undetermined. No results available since no evaluation performed- device or procedural images not provided for review. No device returned. Evaluation conclusion: root cause is undetermined. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).